Manufacturer narrative:
(B)(6). Method = device not returned. The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Attempts to obtain additional details on the event and patient are in progress. Should new information be received, a supplemental MDR will be submitted. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(4). It was reported via the implant patient registry that a second device was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 9 years and 8 months. The reason for reoperation is unknown. Both devices remain implanted. No additional details were provided.